Event description:
Caller stated the patient got a text from "vector remote care" saying that their cardiac loop recorder wasn't working. Caller stated the patient has an abbott cardiac loop recorder and they had contacted (B)(6) on accident. Redirected to abbott. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).